Event description:
Sorin group (B)(4) received a report that three of the four display panels of the s5 system panel turned blue during a case and the pump stopped. The system panel was unplugged and then reconnected which temporarily resolved the issue. Approximately one hour later, the same issue occurred. The procedure was completed with no pt impact.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that three of the four display panels of the s5 system panel turned blue during a case and the pump stopped. The system panel was unplugged and then reconnected which temporarily resolved the issue. Approximately one hour later, the same issue occurred. The procedure was completed with no pt impact. Sorin group (B)(4) service personnel visited the facility the next day and replaced the system panel with the display modules and the ep pack. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.